Event description:
It was reported that a user experienced hyperglycemia after initiating ilet use, with blood glucose reaching 345 mg/dl and remaining above target for approximately 1.5 hours despite a usual meal announcement; the user expected an alert, and education was provided that the system alerts after sustained readings above 300 mg/dl for more than 90 minutes. Symptoms included no reported clinical effects such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing at the time of the call. Investigation included customer interview and troubleshooting with education on ilet alert functionality, with follow-up attempted. Investigation of this case revealed no device malfunction identified based on available information. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.